Event description:
It was reported that patient experienced an infection at the lead site. During surgical intervention on (B)(6) 2025, erythema and fluid were noticed at the lead site. The lead was cut, and fragments left implanted. Additional surgical intervention may take place to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Manufacturer narrative:
A foreign body in patient was reported to abbott. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.